Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the pump was not inflating and deflating properly although the cause was unclear. The patient also had some deterioration in health. A replacement surgery was performed in which the cylinders and pump were removed, the reservoir was drained and retained in the patient and a new tactra device was implanted. The patient did not experience any adverse events.